Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported issue could not be reproduced during flow rate testing of the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered chemotherapy at a lower rate or volume than programmed (under infusion) during therapy in the oncology department. The device was programmed to deliver cetuximab at a rate of 175ml/hr (unknown dose and volume to be infused). There was no patient injury or medical intervention associated with this event. No additional information is available.